Event description:
The pt is a (B)(6) female with multiple medical conditions including diabetes, hypertension, hyperlipidemia, peripheral neuropathy, anemia and obesity. The pt also has a history of polysubstance abuse. The pt has had multiple admissions to local medical centers for problems associated with her medical conditions. On (B)(6) 2011, the pt was admitted through the emergency department after she was found at home unresponsive by her daughter. During her treatment in the emergency department 18 gauge triple lumen central line was placed in the right internal jugular vein. The placement was performed using ultrasound guidance and the seldinger technique. The guide wire was noted to have unraveled upon removal. Staff noted that there did not appear to be any signs of a break in the wire. Although the wire had unraveled staff felt that the entire wire was removed. On (B)(6) 2011, the pt was again admitted to the ed after a fall at home. The pt complained of back and chest pain. X-ray of the chest was completed and revealed a retained guidewire from the placement performed in (B)(6). The guidewire was successfully retrieved on (B)(6) 2011 during a procedure in interventional radiology.